Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard and 5x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer reported that the patient tested positive on one sofia analyzer, and then the same sample produced a negative on a different sofia analyzer. The customer reported testing a new sample and getting negative on both sofia analyzers.